Event description:
It is reported that the pt underwent a two-stage revision due to infection.

Manufacturer narrative:
Eval summary: the sterilization process for zimmer devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, itis highly unlikely that the specified device caused or contributed to the pt's infection. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.